Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an issue with cobas infinity core license software version 2.0.11. The customer states that a rule within the software titled "del_osad" deletes test results contrary to how the rule is configured to function. The rule was configured by a roche staff member to activate after technical or single validation. However, it deletes tests with results. For example: a test result was sent from the instrument and deleted by the rule within the software even though the trigger value should prevent this result from being deleted. The customer alleged there could be potential for missing patient results which could affect a medical decision. The customer did not have any information to reasonably suggest that this has actually occurred. There was no allegation of an adverse event. Investigations are ongoing.

Manufacturer narrative:
Based on the information provided, there is no issue with the cobas infinity software. The rule ""del_osad" the customer complained about operated as it was configured. The behavior observed by the customer is the expected behavior based on the rule that was configured. There was no software malfunction.